Event description:
A company representative reported that two ozark screws fractured post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported. This report captures the first of two screws.